Manufacturer narrative:
The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The service documentation revealed that the power board started to smoke and the component at the far top right of the board turned black and emitted smoke, while the res performed repair activities. The res disconnected the unit and the smoking stopped. No damage to any other components was visible. Following the replacement of the actuator and power boards, the system was restored to full functionality. The unit has been returned to service at the user facility without issue. Although the actuator/test board was received by the manufacturer for analysis, the burnt power board was not returned. A visual examination of the actuator/test board found the part was received in good cosmetic condition. Functional testing was performed by installing the received component into a working unit. The machine passed the self-test and the diasafe filter integrity test with the actuator/test board installed. Additionally, the unit was put through a rinse cycle, and then a chemical/heat disinfects cycle and all cycles completed without issue. The loading, deaeration, and flow pressures were assessed and all values were within specification during the analysis of the hydraulic pressures. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination performed by the res at the user facility revealed the presence of smoke and charred components. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician at the user facility reported that a low flow error occurred prior to a 2008t hemodialysis (hd) machine being used for treatment. The biomed was not able to clear the error, so a fresenius regional equipment specialist (res) was called onsite to repair the 2008t hemodialysis machine with a low flow error. Reportedly, while performing the repair, the power board started to smoke and the component at the far top right of the board turned black and emitted smoke. The res disconnected the unit and the smoking stopped. No damage to any other components was visible. Additionally, there was no patient involvement as the unit was being evaluated by a fresenius res when the incident occurred. Following the replacement of the actuator and power boards, the system was restored to full functionality. Functional testing performed by the res confirmed the system was operating properly. The unit has been returned to service at the user facility without issue. The power board is available to be returned to the manufacturer for evaluation.